Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's mother alleges that the infusion device was delivering too low an amount of insulin. After changing the infusion set, around 7:00pm the patient's blood glucose level was 7 mmol/l and she ate 1.5 units of carbohydrates. At 8:30pm her blood glucose level was 15.8 mmol/l, at 9:15pm it was 14.9 mmol/l, and at 10:00pm it was 14.7 mmol/l. The patient's mother changed the infusion device's accessories and programed a bolused of 6 units of insulin. At 2:00am her blood glucose level was 18.8 mmol/l and 0.9 units of insulin were bolused and the temporary basal rate was increased to 110%. At 5:00am her blood glucose level was 18 mmol/l and ketones were 1.4. The patient corrected the elevated levels via insulin injection and changed the infusion device's accessories again. At 6:00am her blood glucose level was 17.5 mmol/l. At 7:00am it was 17.9 mmol/l and ketones were 1.9. The temporary basal rate was increased to 150% and 2 units of insulin were bolused. Around 7:20am the infusion device displayed e4 (occlusion error). At 7:50am the patient switched to a different infusion device and at 8:35am her blood glucose level was 11.2 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.